Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. This report is to follow up with medwatch# mw5043542.

Event description:
"Patient undergoing embolectomy case for pvd. The fogarty catheter balloon tip was check and working properly prior to insertion. When fogarty catheter was removed from patient, tip was gone. Tip not seen on intra-op fluoroscopy angiogram or in post op xray. (Tip not radiopaque.) Tip may have been in clot removed, but was not seen by staff." Patient status unknown.

Manufacturer narrative:
Correction - UDI# updated. The event unit was not returned for evaluation; however, the image provided by the complainant showed that the balloon had separated from the catheter. In the absence of the subject device, it is difficult to determine the root cause of the event. Balloon shaft separation can occur if the catheter is subjected to rough conditions within the vessel. In the instructions for use (IFU), it states that "balloon degradation and rupture may result from exposure to adverse environmental conditions, excessive handling, or deposits within the vessel." It also states that "maximum recommended inflation volumes should not be exceeded." Applied medical continuously seeks to improve the form, function and ease of use of its products and will continue to monitor its vigilance system for trends and take appropriate actions as necessary. In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA. This report is to follow up with medwatch# mw5043542.

Event description:
Additional information from the customer on february 19, 2016: no surgical intervention was performed on the patient in order to remove the tip. The tip was never located. The patient's condition is "unknown at this time." Additional information from the customer on february 18, 2016: the balloon was not intact upon removal. Patient blood flow did not stop after the procedure was completed. The balloon was not stuck during removal. The condition of the vessel of the patient was "occlusion." There were no grafts or shunts in the vessel.